Event description:
Patient reported an issue with the pump not charging properly, with incorrect charging percentages and a malfunctioning battery gauge. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting as they are out of warranty and in the process of renewal, so no corrective actions were taken.